Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification and the customer reported issue 'blank screen' could not be reproduced during evaluation. The reported condition was not verified. The evaluator observed no abnormalities or damage to the liquid crystal display (lcd) and no abnormalities during internal inspection. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a blank screen. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.